Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose and a faulty insulin pump. The customer's blood glucose reading was 437 mg/dl. The mother stated that they had to change the battery every day. The mother stated that the plunger is moving slowly. The mother stated that the plastic under the label and around it is dark. The mother was unable to troubleshoot as she does not have the pump with her. The customer declined to troubleshoot for high blood glucose readings.